Manufacturer narrative:
Received one used list# 886-42584-05, transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip. Lot# 4978419 and one used extension set, manufacturer unknown. The reported complaint of tubing disconnection/separation was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the 48.5" pressure tubing was found separated from the female luer. The pressure tubing was found tacky at the bond site. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the solvent on the tubing not being fully cured during assembly process. A device history review (DHR) lot# 4978419 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a transpac IV monitoring kit that the customer reported the tubing automatically detached from 3-way stopcock during priming with normal saline. There were no visible cracks observed. The tubing was replaced and therapy resumed. There was no patient involvement and no patient harm.